Event description:
It was reported to philips that the device's live image was not displaying. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the surgery was completed with no delay since it is an intermittent issue. The philips field service engineer (fse) inspected the system onsite and confirmed that the mcs live and reference monitor went black intermittently. Upon troubleshooting, fse found that there was an issue with 5v dvi receiver. To resolve the issue, fse changed the 5v from the net 2 dvi converter to the monitor directly. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.